Manufacturer narrative:
The products were not returned for evaluation. Radiographic images were provided. Review of the images indicates infinity devices in-situ. However, based on the provided images alone, a conclusion cannot be drawn as to why the revision is being performed.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient will need to undergo a revision surgery due to pain. The surgeon is planning on replacing the tibia and the poly. If the talus implant is unstable that will be replaced also.